Event description:
Reporting status: serious injury - medical intervention. Reporting rationale: dissection requiring medical intervention. Device issue: no device malfunction has been reported. It was reported that while treating the proximal right coronary artery (rca) with a xience v stent (3.0 x 28mm) in 2009, that an edge dissection in the distal portion of the stent was visible. A second xience v stent (3.0 x 12mm) was implanted as treatment for the dissection. No additional event or pt info is available.

Manufacturer narrative:
Dissection is a known adverse event associated with coronary stenting as noted in the IFU and the risk assessment and is not necessarily an indication of a product deficiency. Dissection can be influenced by several factors, including lesion characteristics, procedural technique, and device size selection. The IFU also states that: implanting a stent may lead to dissection of the vessel distal and / or proximal to the stent and may cause acute closure of the vessel requiring additional intervention (CABG, further dilatation, placement of additional stents, or other). There does not appear to be any indications of a product quality problem as there was no reported product malfunction. A conclusive cause cannot be determined.